Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-30dc, serial: (B)(4), description: 30 cm twist lead, 0.016 tungsten stylet. Additional information was received that the patient was admitted with a red ipg site wound tracking up from the leads. The patient was treated with antibiotics and discharged. No malfunction is suspected.

Event description:
A report was received that the patient developed a severe infection at the ipg and lead extension site. The patient underwent an explant procedure and the event is recovering and resolving. The event was assessed as having a causal relationship to the procedure and ipg device.

Event description:
A report was received that the patient developed a severe infection at the ipg and lead extension site. The patient underwent an explant procedure and the event is recovering and resolving. The event was assessed as having a causal relationship to the procedure and ipg device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial: (B)(4), description: 55 cm 8 contact extension kit. Additional information was received that the event was assessed as also having a causal relationship to the lead extensions. No additional information is provided per clinical study protocol. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed a severe infection at the ipg and lead extension site. The patient underwent an explant procedure and the event is recovering and resolving. The event was assessed as having a causal relationship to the procedure and ipg device.